Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the device inspection by olympus service operation repair center (sorc) confirmed scratches on the light guide lens of the distal end and peeling of the adhesive, gaps in the distal end cover, chipping of the bending section rubber adhesive.device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.the exact cause of the reported event could not be conclusively determined. However, based on the device appearance, olympus medical systems corp. (Omsc) assumed that the reported event was caused by physical or chemical stress.if significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device is in sorc for inspection and repair. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
Olympus service operation repair center (sorc) found that the adhesive on the nozzle of the distal end was peeling off during incoming inspection for repair. There was no report of patient injury associated with this event.